Event description:
A customer reported an alarm issue with use of an iphone 13 pro phone; operating system 16.1.1. The customer indicated that during the night the low glucose alarmed and self-treated with 15 g of carbs. The customer further reported that their low glucose had dropped further during the night, but the low glucose alarm did not trigger and they experienced a seizure. The customer was able to self-treat and no third-party intervention was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
An extended investigation has been performed by the pqe (product quality engineering) and determined that there were no issues with the librelink application which would led to the complaint. The user reported missing low alarm with the freestyle librelink application. Attempted to recreate the user complaint and was not able to reproduce the complaint. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The customer¿s product data has been requested for investigation. A follow-up report will be filed once additional information is obtained. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an alarm issue with use of an iphone 13 pro phone; operating system 16.1.1. The customer indicated that during the night the low glucose alarmed and self-treated with 15 g of carbs. The customer further reported that their low glucose had dropped further during the night, but the low glucose alarm did not trigger and they experienced a seizure. The customer was able to self-treat and no third-party intervention was reported. There was no report of death or permanent injury associated with this event.